Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that they are having issues with the motor errors, failed battery tests, no delivery alarms, and blank display. The customer's blood glucose at the time of incident was unknown. Troubleshooting was conducted. The device cleared, and there was no motor alarms noted. The customer states their blood glucose levels have ranged from 180mg/dl to 400mg/dl. The customer is being sent out a replacement pump, but the customer declined to return the out of warranty device.